Event description:
It was reported that the charging cable's usb was bent, which made charging the pump difficult. There was no adverse impact to the customer's blood glucose level. Technical support decided to send the customer a replacement charging cable.